Manufacturer narrative:
Product complaint #: (B)(4). A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. Complaint conclusion: as reported by a healthcare professional, during a coil embolization of a dissecting ruptured aneurysm, a 3mm x 6cm galaxy g3 mini coil (glm930060, l14931) was inserted into a (sl10 stryker microcatheter (mc) but the compliant coil was not able to advance at all. The physician made it advanced, but it became unraveled. It occurred when the coil was attempted to be re-sheathed as the wire came out on the way. It was replaced with a competitor¿s coil and the procedure was completed. There was no report of patient injury. Initially, a 6fr sheath was inserted from the right femoral artery. A guiding catheter (6f envoy str) advanced to the left vertebral artery (va). A concomitant microcatheter was delivered to the aneurysm and an enterprise stent was placed. A prowler select plus mc was removed and the sl10 mc was delivered to the aneurysm. The customer states there is no additional information available. One non-sterile unit galaxy g3 mini 3mm x 6cm was received inside of a pouch. The received device was visually inspected, and no damages were noticed. A microscopic inspection was performed, and the embolic coil was found mechanical detached from the device, also it was found stretched and protruded from the introducer. Also, the marker band was found at 41cm from distal end, within specification. A manufacturing record evaluation was performed for the finished device l14931 number, and no non-conformances related to the reported complaint condition were identified. The complaint reported by the customer ¿coil - unraveled/stretched¿ was confirmed due the embolic coil was found stretched during the microscopic analysis. The stretched condition appears to have been caused by excessive force and handling being applied to the device however none of those can be conclusively determined. The complaint reported by the customer ¿detachable coil delivery system (dcs)- impeded in microcatheter with no loss of cerebral target position¿ was confirmed. The functional analysis could not be performed since the dcs could not move through the introducer, however, due to the conditions of the device (coil-stretched/protruded) the event was able to be confirmed. Neither the analysis nor the mre suggest that the failure reported could be related to the manufacturing process. Impeded in microcatheter is a known potential issue associated with the use of the device. Resistance/friction during advancement is a known potential failure associated with the use of the device. The IFU contains several cautions relating to this situation, including instructions for troubleshooting the situation should it be encountered during use. The IFU states the following: ¿if unusual friction is still noticed during advancement or retraction of the microcoil system, verify flush lines are open and properly pressurized. Then slowly withdraw the entire microcoil system and examine for damage. Replace it with a new microcoil system. If friction still exists, withdraw and examine the delivery catheter system. If the microcoil system becomes immobile in the infusion microcatheter, apply a gentle push-pull motion to free it. If unsuccessful, remove both microcatheter and microcoil system together as a unit and replace with new devices.¿ assignment of root cause for the events remains speculative. Based on the information provided and the evaluation of the returned complaint device, it is possible that procedural and handling factors, including device manipulation, insufficient flush, and interaction with the concomitant microcatheter, may have contributed to the reported failures and damages noted to the returned system. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the events were related to a manufacturing or design issue, no corrective actions will be taken at this time.

Manufacturer narrative:
Product complaint #: (B)(4). Section b5: additional information was received indicating that no excessive force was applied to attempt to un-zip or re-zip the introducer. The same microcatheter was used to complete the procedure. Section: e1 ¿ initial reporter phone: (B)(4). A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. Complaint conclusion updated with additional information received: as reported by a healthcare professional, during a coil embolization of a dissecting ruptured aneurysm, a 3mm x 6cm galaxy g3 mini coil (glm930060, l14931) was inserted into a (sl10 stryker microcatheter (mc) but the compliant coil was not able to advance at all. The physician made it advanced, but it became unraveled. It occurred when the coil was attempted to be re-sheathed as the wire came out on the way. It was replaced with a competitor¿s coil and the procedure was completed. There was no report of patient injury. Initially, a 6fr sheath was inserted from the right femoral artery. A guiding catheter (6f envoy str) advanced to the left vertebral artery (va). A concomitant microcatheter was delivered to the aneurysm and an enterprise stent was placed. A prowler select plus mc was removed and the sl10 mc was delivered to the aneurysm. Additional information was received indicating that no excessive force was applied to attempt to un-zip or re-zip the introducer. The same microcatheter was used to complete the procedure. The customer states there is no additional information available. One non-sterile unit galaxy g3 mini 3mm x 6cm was received inside of a pouch. The received device was visually inspected, and no damages were noticed. A microscopic inspection was performed, and the embolic coil was found mechanical detached from the device, also it was found stretched and protruded from the introducer. Also, the marker band was found at 41cm from distal end, within specification. A manufacturing record evaluation was performed for the finished device l14931 number, and no non-conformances related to the reported complaint condition were identified. The complaint reported by the customer ¿coil - unraveled/stretched¿ was confirmed due the embolic coil was found stretched during the microscopic analysis. The stretched condition appears to have been caused by excessive force and handling being applied to the device however none of those can be conclusively determined. The complaint reported by the customer ¿detachable coil delivery system (dcs)- impeded in microcatheter with no loss of cerebral target position¿ was confirmed. The functional analysis could not be performed since the dcs could not move through the introducer, however, due to the conditions of the device (coil-stretched/protruded) the event was able to be confirmed. Neither the analysis nor the mre suggest that the failure reported could be related to the manufacturing process. Impeded in microcatheter is a known potential issue associated with the use of the device. Resistance/friction during advancement is a known potential failure associated with the use of the device. The IFU contains several cautions relating to this situation, including instructions for troubleshooting the situation should it be encountered during use. The IFU states the following: ¿if unusual friction is still noticed during advancement or retraction of the microcoil system, verify flush lines are open and properly pressurized. Then slowly withdraw the entire microcoil system and examine for damage. Replace it with a new microcoil system. If friction still exists, withdraw and examine the delivery catheter system. If the microcoil system becomes immobile in the infusion microcatheter, apply a gentle push-pull motion to free it. If unsuccessful, remove both microcatheter and microcoil system together as a unit and replace with new devices.¿ assignment of root cause for the events remains speculative. Based on the information provided and the evaluation of the returned complaint device, it is possible that procedural and handling factors, including device manipulation, insufficient flush, and interaction with the concomitant microcatheter, may have contributed to the reported failures and damages noted to the returned system. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the events were related to a manufacturing or design issue, no corrective actions will be taken at this time.

Manufacturer narrative:
Product complaint #: (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Procode: krd/hcg. Initial reporter: the customer contact information, including name, occupation, phone, fax, and e-mail address, was not reported. The device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. The company is seeking this information through the event investigation. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
As reported by a healthcare professional, during a coil embolization of a dissecting ruptured aneurysm, a 3mm x 6cm galaxy g3 mini coil (glm930060, l14931) was inserted into a (sl10 stryker microcatheter (mc)) but the compliant coil was not able to advance at all. The physician made it advanced, but it became unraveled. It occurred when the coil was attempted to be re-sheathed as the wire came out on the way. It was replaced with a competitor¿s coil and the procedure was completed. There was no report of patient injury. Initially, a 6fr sheath was inserted from the right femoral artery. A guiding catheter (6f envoy str) advanced to the left vertebral artery (va). A concomitant microcatheter was delivered to the aneurysm and an enterprise stent was placed. A prowler select plus mc was removed and the sl10 mc was delivered to the aneurysm. The customer states there is no additional information available.